Event description:
According to the op report, this valve was explanted due to pv leak. Preoperatively, cardiac catheterization and 2d echo revealed "moderate" regurgitation and "possible" paravalvular leak. The pt was initially treated medically; however, pt continued to experience loss of energy, shortness of breath and chest pain. At explant, intraoperative "tee" showed "possible" paravalvular leak. Once the aorta was opened, there was "no clear opening between the valve and the native aortic annulus"; however, upon removal of the valve, a "very small area of smooth, shiny endothelium" was observed and noted to be a "possible area of pv leak in the posterior aspect". A 25mm ats valve was then implanted. According to the path report, the valve had no "gross defects" and no evidence of vegetation or inflamed tissue. The pt is currently in stable condition.